Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Asr revision.asr xl acetabular system - right.reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system - right, reason(s) for revision: alval / soft tissue reaction. Update: surgeon added, information from (B)(6) email received (B)(6) 2012. Surgeon confirmation form received (B)(6) 2014. Surgery date amended. Additional hospital and surgeon added.